Manufacturer narrative:
It was identified during analysis that the output connector assembly was broken. The upper and lower case was broken and the lower case was scratched. The encoder assembly was replaced as a preventative measure. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.